Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a flo-gard infusion pump had fg.561 (pump powers off unintentionally). The alarm occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.